Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming was not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation and no log files were submitted for review. Additional information provided stated the controller screen displayed a replace system controller message during the continuous unknown alarm. It was also reported that the patient was exchanged to the backup system controller after observing the alarms on the controller; however, review of the log file downloaded from the returned controller (serial number: (B)(6)) revealed that the controller had not been connected to a pump since 2019 and that the returned controller was the patient's backup controller. This indicates that the patient was not exchanged to the backup controller and that the patient was reconnected to the main controller again after passing out. It was reported that the patient was stable after the pump restarted and that the patient ¿was very anxious¿, which may have led to an inaccurate reporting of the sequence of events. The backup controller (serial number: (B)(6)) is investigated under (B)(4). The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 14jul2020. Heartmate 3 patient handbook section, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: related manufacturer's reference number for modular cable with difficult connection: 2916596-2021-05932. Related manufacturer's reference number for system controller with difficult connection to the modular cable: 2916596-2021-05935.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's spouse changed out their controller with their backup controller because it was alarming and the display window indicated to change the controller. The patient ended up passing out because the exchange took so long. The patient was fine shortly after it restarted. The vad coordinator saw the patient in the office on (B)(6) 2021 and changed out both their modular cable, due to a big tear in the sheathing, and gave the patient a new controller as the patient's backup was the one exchanged. The patient was stable with no residual effects from the controller change.